Event description:
An (B)(6) male presented for spray cryoablation of ge junction adenocarcinoma. The 16 fr decompression tube was successfully placed endoscopically and as soon as the spray cryotherapy was started, the pt had full thickness gastric perforation within 5 seconds of treatment. The cryotherapy was stopped and the decompression tube was removed. Relook exam showed a full thickness perforation on the lesser curvature of the proximal gastric body and pt developed a pneumoperitoneum. An angiocath was placed in the epigastric area for decompression of the pneumoperitoneum. An endoscopic suturing device was used at the same time to close the defect endoscopically, which was successful. The pt was admitted to ICU and upper gi series did not show any active leak after endoscopic closure. The pt required 2 weeks of inpatient recovery due to abdominal pain and intolerance to diet, and was eventually discharged to nursing home for comfort care. FDA safety report ID# (B)(4).